Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock. Upon review, there was noise that appears myopotential, resulting in oversensing that started as the device begins to charge. An x-ray was performed and the s-ICD is medial and the electrode appears a bit high. The health care professional will discuss with the physician. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.